Manufacturer narrative:
This issue was identified as presenting a different failure mode than the one identified in MDR number 9613299-2013-00001. Based on engineering analysis these loose screws do not compromise the structural integrity of the component and therefore do not introduce a hazardous situation. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
During service activity related to a field action, a ge healthcare field engineer found loose screws on the linear rail. No associated gap was measured between the rail and rotor. No detector fall event and no injury occurred.